Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states, the device inserted on (B)(6) 2011 and it was sutured in for 6 weeks; there was line sepsis when swabbed mrsa. The customer states, the cuff is exposed (moved out of tunnel) and the catheter had to be removed. This pt's fistula was cannulated and did not require another line.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.